Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device arrived at the facility with a partial separation at the distal shaft/collar, however, the device separated completely during the lab analysis. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation at the distal shaft/collar area, tip damage (flattened), and collar damage (twisted/bent). The rest of the device was inspected, and no other damage was found.

Event description:
Reportable based on device analysis completed on 17may2019. It was reported that the exit port got kinked/bent. The target lesion was located in the severely calcified proximal-mid left anterior descending artery. A 6fr and 7fr guidezilla ii guide extension catheter were selected for use. During procedure, after inserting the 6fr guidezilla into the lesion area, a non- bsc balloon catheter was advanced through the device and was able to cross the lesion with some resistance advancing through the exit port of the 6f guidezilla. Also, resistance was felt upon removal of the balloon catheter after being used and the collar of the 6fr catheter was noted to be damaged. Consequently, a wolverine 2.5/10 was advanced using a 7fr guidezilla, however the collar of the 7fr catheter was kinked/bent. There was no issue noted on the wolverine balloon catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a complete separation at the distal shaft/collar.